Event description:
It was reported the bd vacutainer® k2 edta (k2e) plus blood collection tubes experienced molding defect (short shot) and a cracked tube. The following information was provided by the initial reporter: translated to english. The customer reported "about a tube of which the lip was partially cracked."

Manufacturer narrative:
H6: investigation summary bd received 1 samples and 5 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for lip out with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for lip out with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) plus blood collection tubes experienced molding defect (short shot) and a cracked tube. The following information was provided by the initial reporter: translated to english. The customer reported "about a tube of which the lip was partially cracked."